Manufacturer narrative:
According to the customer, "a male patient was treated in the operating theatre on (B)(6) 2024 for an aortic valve replacement using a mini-sternotomy. The patient was discharged on (B)(6) 2024. On (B)(6) 2024, the patient complained of a painful right leg. On examination, no foot pulses were palpable in either foot. On (B)(6) 2024, the patient was taken to the operating theatre for an open embolectomy of the femoral artery. The embolus was removed; the embolus was the syringe cap of the bulb irrigation syringe that was used for the aortic valve replacement on (B)(6) 2024. This bulb syringe is an individually packaged item containing a plastic cap that is not part of the surgical equipment. All other items that were part of the surgical count were recorded and confirmed as correct in the surgical safety checklist. The device was not operated on but was a retained item from a previous operation". It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "a male patient was treated in the operating theatre on (B)(6) 2024 for an aortic valve replacement using a mini-sternotomy. The patient was discharged on (B)(6) 2024. On (B)(6) 2024, the patient complained of a painful right leg."